Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during the device explant on (B)(6) 2021 due to normal battery depletion this lead was capped due to product performance issue.

Manufacturer narrative:
We were notified that this lead was capped due to high impedances , high thresholds and a possible fracture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.